Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
A (B)(6) female patient underwent tracheostomy tube placement on (B)(6) 2014. After initial dilation with small dilator, the user exchanged for a blue rhino with white stylet. Upon advancement, it was noted that the wire and stylet were being seen side by side, which is not supposed to happen. Stylet was pulled back and it was noted ot be underneath posterior wall of the trachea rather than intraluminal. It is unclear as to when the stylet perforated the posterior trachea wall. Patient is stable, and scheduled for surgery within the next 1-2 days. According to the initial reporter, the patient did not experience any adverse effect due to this occurence.